Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms#(B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. The device was returned for evaluation. Visual and functional testing were performed. Visual inspection found the device was in excellent condition. During occlusion testing and browsing of the event history log, the reported problem of the primary audible alarm background test error was unable to be duplicated. The root cause of the issue could not be determined. Speaker and interconnect printed circuit board was found without any physical damage. Replaced speaker as a preventive measure. Performed functional testing which passed. A corrective and preventative action was opened to address the issue.

Event description:
It was reported that there was a primary audible alarm background test. No patient injury was reported.